Event description:
The customer was hospitalized for high bgs and dka. The family member refused to troubleshoot the pump. A day later the diabetes management consultant called and stated that the customer's family member were dissatisfied with the pump and insisted to have a replacement pump. The dmc drove to the hosp to test the pump and noted that the insulin in the reservoir was cloudy. The alarm history showed a no delivery and low reservoir alarm. The dmc thinks there is something related with their insulin storage.